Event description:
It was reported that this pacemaker system exhibited sensing anomalies and the right atrial autothreshold (raat) test was not storing values. Boston scientific technical services (ts) reviewed data from the device and explained that the raat did not store any values due to noise being present in the evoked response channel. Ts also indicated that from a presenting electrogram review, that the atrial lead could have potentially changed location and/or loosing capture, but this has not been conclusively determined. Troubleshooting steps were provided to confirm or exclude potential lead impairment, including electrical testing, patient maneuvers and x-ray imaging. At this time, the specific details of the implanted ra lead are unknown, and no further information is available. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this pacemaker system exhibited sensing anomalies and the right atrial autothreshold (raat) test was not storing values. Boston scientific technical services (ts) reviewed data from the device and explained that the raat did not store any values due to noise being present in the evoked response channel. Ts also indicated that from a presenting electrogram review, that the atrial lead could have potentially changed location and/or loosing capture, but this has not been conclusively determined. Troubleshooting steps were provided to confirm or exclude potential lead impairment, including electrical testing, patient maneuvers and x-ray imaging. At this time, the specific details of the implanted ra lead are unknown, and no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient attended the facility and was evaluated by a nurse. No abnormalities were observed, so x-ray images will be performed, and the patient will be scheduled for a second follow up. No adverse patient effects were reported. The device remains in service.